Event description:
Customer called to report that the rinse trough broke in half and leaked less than 5 cubic centimeters of diluted blood into the drip tray of the coulter lh780 hematology analyzer. The leak was contained in the drip tray. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and found that the waste cup was broken. The fse replaced the probe wipe assembly to resolve the issue. The fse could not determine why the waste cup was broken, but verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. (B)(4).